Manufacturer narrative:
Weight and ethnicity: unknown/ information asked, but not provided. Date of event: the exact date is unknown, the best estimate is between (B)(6) 2022. (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient has daily discomfort with an intraocular lens (iol) implanted in their right eye due to glare and halo. The surgeon guided the patient to get used to the photic phenomenon, but there were no alleviation of the symptom over 3 months. No other symptom reported from the patient. The daily activities of the patient were significantly affected. The clinic performed an explant surgery with other tri-focal iol. There were sutures used, but no delay in treatment or other interventions reported. The patient was temporarily impaired. Vision pre-operative: visual acuity 0.6 decimal and vision post-operative: visual acuity 0.7 decimal. Additional information indicated that the patient has no more discomfort after explant. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: oct 11, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: the manufacturing records review for the device showed that the units were released within specification. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause glare or halo vision. Based on the return condition of the lens, no further product evaluation could be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.